Event description:
It was reported that a patient underwent an umbilical hernia repair on (B)(6) 2014 and suture was used. Upon closure of the incision, the needle broke and the surgeon was unable to retrieve it. The patient is reported as doing fine and there is no plan to retrieve the broken piece. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: actual needle and suture sample was returned for evaluation. Visual evaluation was performed on the broken, bent off attachment end which was still attached to the thread. A lot of instrument marks were found at the attachment area and directly at the breaking point which indicates that the needle was handled there. The breakpoint shows no material or manufacturing defects. The appearance of the breakage indicates that the material was overstressed during use, first bent up and then breakage.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.